Manufacturer narrative:
E1: initial reporter facility address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large bore stopcocks with rotating male luer lock were unable to be connected to the tubing (catheter that is in the patient) which resulted in fluid leaking. The stopcocks were used to irrigate the nephrostomy catheter; however, the stopcocks would not connect properly, and urine would leak. These issues were described as, ¿although all the faucets were screwed on, the urine flowed through the part that screwed on. As if it was not waterproof¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by pressure testing at 8psi and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.